Event description:
A call was received through technical services reporting the device could not be interrogated and has no magnet response. The battery reportedly tested ok two months ago. The device was replaced. No patient complications were reported as a result of this event. Additional information reports there was no pacing output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model.